Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, the patient had partial vision in the right eye. The patient underwent multiple tests, and a clot was suspected but ruled out. The patient was waiting on results to see if possible giant cell arteritis or temporal arteritis could be the cause, although they were not leaning on this. The patient wondered if maybe the cataract lens had defected or if the patient's body was rejecting it. The patient had been on a high dosage of steroids to try to stop this. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in h.6 and h.11. On initial MDR the product code of a0203 was an error. It should have been a24 on the original MDR. Product evaluation method code of b17 added. Additional information provided in h.11. The lens remains implanted. The reporter was the patient. The report indicated a blood clot has been ruled out. They indicated they were waiting on results now to see if possible giant cell arteritis or temporal arteritis. Patient indicated they had been prescribed steroids, but did not provide why the steroids were prescribed. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. They were asked to contact company if mew information became available. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).